Manufacturer narrative:
The bioresorbable plga metatoe implant should be implanted but broke during implantation due to torsional forces. The surgeon used a forceps to remove the broken section. After that the surgeon drilled heh canal a little bit bigger to reduce torsional forces. The second bioresorbable implant also broke during insertion. This time the surgeon was not able to remove the fragment of the bioresorbable implant. To finish the procedure the surgeon used k-wires to stabilize the toe. After that he removed the tourniquet but the toe did not perfuse immediately. Und radiological inspection he recognized that the k-wire has not be placed correctly. He corrected this and finished the procedure. During follow-up he it was shown that everything was well and the patient did not have any long-time consequences.

Event description:
The bioresorbable plga metatoe implant should be implanted but broke during implantation due to torsional forces. The surgeon used a forceps to remove the broken section. After that the surgeon drilled heh canal a little bit bigger to reduce torsional forces. The second bioresorbable implant also broke during insertion. This time the surgeon was not able to remove the fragment of the bioresorbable implant. To finish the procedure the surgeon used k-wires to stabilize the toe. After that he removed the tourniquet but the toe did not perfuse immediately. Und radiological inspection he recognized that the k-wire has not be placed correctly. He corrected this and finished the procedure. During follow-up he it was shown that everything was well and the patient did not have any long-time consequences.